Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt showed signs of hemolysis. The pt was transplanted. The outflow graft was also severely twisted, however, the hospital felt that it may have occurred during the pt's pump exchange on (B)(6) 2012.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. The outflow graft bend relief situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.